Event description:
It was reported that during an unknown procedure that two powered circular staplers did not perform up to surgeon's standards. No further information was provided. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 12/21/2023 d4: batch # unk. Additional information was requested and the following was received: there were two powered circular staplers both staplers demonstrated the same issue. Typically, when the first assist uses this stapler and rotates the tightening knob¿she feels a little resistance as the anvil tightens the tissue down. In this case, when she turned the rotation knob to tighten to desired staple height, she did not feel any resistance/tension. She tightened the knob all the way to where the measuring bar was closer to the bottom¿still resistance was non-existent. In her words ¿it still felt loose.¿ (she said this felt the same for both staplers) once fired, the stapler was extremely difficult to fishtail out. It was not loosening up and was torquing when she loosened it up and feels it added extra tension. Due to this, the staple line was not secure and caused a huge tear in the colon on the first fire. The second fire, the hole was not ¿torn¿ however, the staple line was not secure with a bubble test¿huge bubbles resulting in a very unhappy surgeon. The third stapler we used performed appropriately and both the surgeon & patient had good outcomes. Additional information requested: 1. Was the firing sequence started but not completed? If yes: no, firing sequence was completed on both staplers. 2. Did the device deliver any staples? Yes 3. Did the device have stapleline issues? Malforms, missing staples, no staples etc.? Yes. On first firing, staple line was secure¿however, a tear in the colon just beneath the staple line had occurred. The second firing-- staples looked fine but upon a leak test, the staple line was not secure. 4. If yes, was the staple line complete (fully circular)? Yes. Donuts for both firing were good. 5. Was the breakaway washer completely cut? I believe so¿we heard the ¿crunch¿ sound it makes. 6. Were there two complete tissue donuts? Yes. 7. Was it a partial cut? If so what was cut partially, washer or tissue? Unsure about the washer¿the tissue was cut though. 8. If yes/no, was there any issue with the cut 9. Did the device cut the tissue? It is believed so or that the device malfunctioned and caused extra tension resulting in open lumen. 10. Was the battery plugged in fully with the backlight lit? Yes. 11. Was the device in range? Yes.

Manufacturer narrative:
(B)(4) date sent: 1/12/2024 d4: batch #576c28 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil was received. The breakaway washer was not present and there were no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: open the device by turning the adjusting knob counter clockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob clockwise until a stop is reached. Check the device trocar to verify that it is fully retracted before proceeding. The device may also be inserted without removing the anvil if the preferred application is a sutured purse-string technique. In this case, however, prior to insertion, ensure the anvil is properly attached and the device is fully closed by rotating the adjusting knob clockwise. Insert the anvil into the lumen using either technique ensuring the tissue is located at the suture tying area. With the anvil removed and the device trocar fully retracted, insert the device up to the closed lumen. Fully extend the device trocar and pierce tissue by holding the device while gently rotating the adjusting knob counter-clockwise. Continue to push the tissue down until the orange band is visible. As the final adjusting revolution is approached, the orange staple height indicator moves into the green range of the tissue compression scale. (A: green range) (b: orange staple height indicator) adjust the device until appropriate tissue resistance is felt for a secure anastomosis. Wait 15 seconds to allow for adequate tissue compression and adjust if needed to maintain appropriate tissue resistance. Providing the orange staple height indicator falls fully within the green range of the tissue compression scale upon firing, the device will form staples at the height indicated for the selected tissue compression. Markings are provided in the tissue compression scale to serve as reference points only. Refer to the product codes table for adjustable closed staple height range. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 576c28, and no non-conformances were identified. Additional information: there were two powered circular staplers (cdh29p) that are being shipped back due to customer unsatisfied w/ performance intra-operatively. Both staplers demonstrated the same issue. Typically, when the first assist uses this stapler and rotates the tightening knob¿she feels a little resistance as the anvil tightens the tissue down. In this case, when she turned the rotation knob to tighten to desired staple height, she did not feel any resistance/tension. She tightened the knob all the way to where the measuring bar was closer to the bottom¿still resistance was non-existent. In her words ¿it still felt loose.¿ (she said this felt the same for both staplers being sent back) once fired, the stapler was extremely difficult to fishtail out. It was not loosening up and was torquing when she loosened it up and feels it added extra tension. Due to this, the staple line was not secure and caused a huge tear in the colon on the first fire. The second fire, the hole was not ¿torn¿ however, the staple line was not secure with a bubble test¿huge bubbles resulting in a very unhappy surgeon. The third stapler we used performed appropriately and both the surgeon & patient had good outcomes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.